Event description:
Additional information was received from the patient reporting that their issue had not been resolved. The patient reiterated their previously reported complaint about coupling during recharge and that they were not happy about the design of the recharger. It was reported that the patient was really frustrated about their experience to date, with their recharger. It was stated the they were an engineer and understood how the equipment worked and some troubleshooting was done over the phone but the main complaint was coupling. It was stated that they could not maintain coupling unless their wife helped them. Adhesive disks had been sent to the patient but they did not like them and they preferred to work with the belt. The patient was redirected to contact their healthcare provider to ask for an appointment with their local manufacturing representative to review how to recharge and see if they have any tips that may help them in the future. No further complications were reported/anticipated.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was having to charge too frequently since they were implanted ((B)(6) 2017). It was stated that the patient was concerned because they had to charge their device every other day and it took them anywhere from 4 to 4.5 hours to fully charge their device. It was confirmed that the patient was fully charging it every time, and that they never let the battery fully deplete between charges. It was also reported that the patient was getting eight coupling bars while charging. It was reported that a manufacturing representative suggested that the patient charge daily instead of every other day so that it didn¿t take so long to charge and for the patient to try using adhesive discs while charging. It was reviewed that the at the patient¿s settings and parameters affect the battery life. It was reported that the manufacturing representative had just made some programming adjustments to the patient¿s device this morning (regular post implant adjustments), but the patient was not sure yet if the new settings had affected their battery life yet. It was reported that adhesive discs were being sent out to the patient and the patient was planning on charging daily. There were no symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.